Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient's sputum culture showed light growth of citrobacter freundii and low growth of stenotrophomonas maltophilia. Patient was given meropenem and reportedly patient status improved. No additional information was provided.